Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Please reference manufacturer report number 2135147-2021-00454 for previous report regarding this case. It was reported that on (B)(6) 2021, a 3/2 amplatzer piccolo occluder was selected for implant using a 4f amplatzer torqvue lp catheter to close a patent ductus arteriosus (pda). The patient was 25 days old, 600 g, with the following pda dimensions: minimal ductal diameter of 2.36mm, length of 9.6mm. During the procedure, it was difficult to traverse into pulmonary artery (pa) and across the pda. Once across the pda defect, a catheter exchange was performed for the torqvue lp catheter, and the piccolo occluder was delivered and deployed into the pda without difficulty. At this time, the patient blood pressure (bp) started dropping a bit, and the heart rate increased. The physician thought that the catheter was possibly depressed against the valve and causing hemodynamic instability. An angiogram was performed showing absence of pulmonary obstruction and good positioning of the device. An echocardiogram was performed and showed absence of aortic or pulmonary obstruction, but a pericardial effusion was present. The device was released, and the delivery sheath and cable were removed from the patient. Due to hemodynamic instability, cardiopulmonary resuscitation (CPR) was initiated and a pericardiocentesis was performed with placement of drain. The team spent hours working on the infant, but the infant expired. An autopsy was performed, which showed good placement of the piccolo occluder and drain. There was evidence of a broad transmural tear in the ductus arteriosus. The cause of the tear was unknown, but it was theorized that it could have been a result of the tip of the delivery sheath causing the tear immediately upon release of the piccolo occluder.

Manufacturer narrative:
An event of drop in blood pressure, hemodynamic instability, broad transmural tear in the ductus arteriosus and patient death was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from field indicated that there was difficulty noted traversing into pulmonary artery and across the pda during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, however the cause of tear could be related to the tip of the delivery cable or a catheter/delivery sheath used to cross the ductus arteriosus. Fluoroscopy images from field demonstrated good placement and positioning of the piccolo occluder; however, it was noted that during the time the device was released from the delivery cable the tip of the delivery cable was pushed forward into the pulmonic disc of the occluder and subsequently came in contact with the superior wall of the ductus arteriosus while swinging back toward the pulmonary artery during removal. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.